Event description:
A journal article was received entitled, forward progression of the helical blade into the pelvis after repair with the trochanter fixation nail (tfn) by frank m.a., yoon r.s., yalamanchili p., choung e.w., liporace f.a., journal of orthopaedic trauma. 2011 oct; 25 (10) :e100-e103. A case was reported regarding the forward advancement of the helical spiral blade through the femoral head and acetabulum into the pelvic cavity in an (B)(6) female patient post reduction and fixation with a long tfn. The patient was returned to surgery for removal of the tfn. A total hip arthroplasty was then performed. The patient had an uneventful postoperative hospital course and was discharged to rehabilitation. This is report 2 of 3 for complaint (B)(4). This report is for a trauma.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2011. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.